Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed driveline power fault alarms and a pump stop that appeared to be associated with the disconnection of the driveline. According to the account, the patient disconnected the driveline without clinical advice in order to stop the driveline power fault alarm. A specific cause for the driveline power fault alarms could not be conclusively determined through this evaluation. The submitted controller event log file captured a driveline power fault alarm starting on (B)(6) 2021. The driveline power fault alarm continued until the driveline was disconnected, causing the pump to stop. The driveline was reconnected 8 seconds later, and the pump ramped back up to the set speed without issue. The driveline power fault did not return. For the remainder of the file, the pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient experienced driveline fault alarms. Log file analysis showed a driveline power fault on (B)(6) 2020 at 5:34:22. This was followed by a driveline disconnect at 5:37:09 and pump stops. The driveline power fault did not return after the driveline was reconnected. The modular cable was replaced upon recommendation from technical services.

Event description:
Related manufacturer report number: 2916596-2021-01594. Related manufacturer report number: 2916596-2021-01579. It was reported that the patient disconnected the driveline to stop alarm after they saw a driveline fault alarm. This was done without any clinical advise. The patient was asymptomatic during the event. Patient was re-educated on alarms and he was given new controller. The driveline power fault did not return after the driveline was reconnected. Due to the driveline power fault event it was recommended to replace the controller and modular cable. Data indicated an impedance possibly building up on the modular cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.